Event description:
It was reported that the patient presented in clinic for implant procedure. The right ventricular (rv) lead had high capture thresholds after the pocket was closed. The rv lead was repositioned successfully. The patient was stable.